Manufacturer narrative:
Date rec¿d by MFR : 15may2019. The philips field service engineer (fse) could not duplicate the reported issue. The fse also identified the top enclosure was cracked.philips field service engineer (fse) indicated that although the reported issue was not duplicated the touch screen was replaced to prevent recurrence the top cover was replaced and fse indicated unit passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 26may2019. Patient information was not disclosed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 30may2019. A touchscreen assembly was return for analysis. A visual inspection of the touch screen assembly revealed evidence of crack damage on screen front display. An investigation was performed and the physical damaged of the touchscreen resulted in the reported issue damage on screen front display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports touchscreen calibration issue. No patient/user harm reported. Event date not specified; estimate used.